Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Event description:
The patient underwent a right total implant revision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2013-34706. This report, 1818910-2013-32902, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-34706.

Manufacturer narrative:
Conclusion and justification status: following investigation, the bio engineering report concludes that based on the information received and the investigation performed, the root cause of the complaint was undetermined. A potential device defect may have been alleged by the legal letters but no specific details are known. Post market surveillance reviews ongoing product performance, and is per sep-419. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Should any further information be provided relating to this case then further investigation will be undertaken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.